Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 5mm by 2mm amplatzer piccolo occluder was chosen for implant using a 4f amplatzer torqvue low profile catheter. The patent ductus arteriosus (pda) minimal diameter was measured to be 3.42mm. The pda diameter at the aortic ampulla was measured to be 3.50mm. The pda length was measured at 8.55mm. It was reported that the delivery catheter was too stiff and significantly manipulated the duct anatomy while attempting the place the device. A 4f non-abbott delivery system was used to access the pda via the right femoral vein approach. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. 24 hours post procedure, it was observed that the patient experienced moderate tricuspid valve regurgitation via transesophageal echocardiogram (tee). On (B)(6) 2023, there was no noticeable tricuspid valve regurgitation seen on the tee. The patient was reported as stable and recovered.

Manufacturer narrative:
An event of moderate tricuspid valve regurgitation 24 hours post procedure was reported. Information from the field indicated that tricuspid valve regurgitation was no longer noticeable on tee some weeks later. A more comprehensive assessment could not be performed as the device was not returned for analysis. However, information from the field indicated that the physician believed that the catheter significantly manipulated the duct anatomy during implantation and placed back pressure on the tricuspid valve during delivery which may have caused the latent injury that was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.